Manufacturer narrative:
Correction to field h6. Evaluation conclusion codes.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire that went through the spiral. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire that went through the spiral. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire that went through the spiral. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis was able to confirm the reported insulation damage allegation based on observation of a punctured hole in the insulation near the tip section of the lead. Furthermore, this type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.